Event description:
The hub leaving sores on pt.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.